Manufacturer narrative:
The pump was received with an error alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube window.

Manufacturer narrative:
This information is provided because our device evaluation medwatch was submitted with incorrect information.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime when holding the act button. Customer stated that the insulin pump remained in the prime loop and they were unable to exit. Customer's blood glucose reading at the time of the call was 4.4 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.